Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The presence of the suture and a histology of the same area one year after the operation showed the presence of sutures. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Do you have any pictures of the issue reported? Was there any adverse consequence associated with the patient? Please provide the product code and lot number: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician and what was prescribed. If medication was prescribed, please clarify if it was prescription strength: what is the most current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.